Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Two different programmers were tried with different outlets and different wands. Approximately 90% of the interrogation will start and then cancels. The patient has not had radiation therapy. No tones could be heard with a magnet application. In addition, the patient reports feeling warmth around the deivce site.